Event description:
The customer requested an investigation to determine the reason that they have had an increase in platelet products with elevated white blood cell (wbc) content. The customer supplied 12 total incidents with this request. This report is being filed for one of those incidents. Two wbc counts were reported for this donation (incident). It was determined which wbc count is the correct count. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. Donor unit# (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Per a verbal request from the FDA on (B)(4) 2012, the previously reported event has been broken down into individual reports for each donor. The original report was submitted to the FDA on medwatch report# 1722028-2011-00153. Investigation: as previously reported, the customer's practices of choosing units for qc were not completely random. At the time, the current customer process provided only two methods for the platelet processing lab to submit a product for wbc measuring: as a product with a "verify wbcs" message, or as a product selected via background screening for wbcs. The run data files (rdfs) were analyzed for each of the incidents submitted by the customer. For the individual incident on (B)(6) 2011, the rdf shows that the platelet concentration looked a little high during the run. Conclusion: the increase in elevated wbc counts was traced back to a change in the process for determining which samples were to be checked for wbc content. This process was no longer completely random due to the use of a background screen during platelet cell counting.